Event description:
On (B)(6) 2013, the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis. During the procedure, a trunk-ipsilateral leg component (rmt231214/11313798) was deployed as planned. The physician reportedly believed he had successfully cannulated the contralateral gate without any reported difficulties, and advanced a contralateral leg component. However, the contralateral limb was deployed outside the gate. The physician deployed an additional trunk-ipsilateral leg component (rmt231212/11218285), then converted to an aorto-uni-iliac procedure. The aneurysm was successfully excluded, and the patient tolerated the procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.